Event description:
It was reported that during biomedical engineering preventive maintenance testing at the hosp, channel two would not detect the presence of air in the intravenous tubing. The pump was reportedly sent to the authorized svc facility where no issue was found. Reportedly the biomed at the hosp continued to see the issue with benchtop testing with the pump and sent the pump back to the svc facility on two more occasions. The issue was not seen with the pump at the svc facility each time. There was no pt involvement.